Manufacturer narrative:
Other, other text: additional information h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. A review of the event history log (ehl) identified power down, pump turned on, pump turned off and no disposable messages. During the functional testing the reported issue was unable to be duplicated, but due to the ehl history it was determined the downstream sensor did not operate as intended. The root cause of the issue was unable to be determined. The downstream sensor was replaced., corrected data: d1, d3.

Event description:
Information was received regarding cadd legacy plus pump. It was reported that there was an unstoppable alarm. It is unknown if there was no patient, or clinician injury associated with this event.